Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of a fiber leak with blood staining on the bottom of the fiber bundle. Pressure integrity testing was performed at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the fiber bundle. The reason for the return was visually confirmed by the blood staining on the bottom of the fiber bundle. Correction b5: medtronic received additional information that the act level was measured at 534 seconds before the initiation of bypass and 563 seconds approximately 10 minutes after bypass was initiated. In the prime 10,000 iu of heparin was used, and before bypass the patient was given 4 iu/kg of heparin, which in this case was administered approximately 10 minutes before initiation of bypass. It was stated that the leak was minimal, approximately 3 to 5 ml of blood was lost. An unplanned blood transfusion was not required because of the leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the act level was measured at 534 seconds before initiation of bypass and 563 seconds approximately 10 minutes after bypass was initiated. In the prime, they used 10,000 iu of heparin, and before bypass the patient was given 4 iu/kg of heparin, which in this case was administered approximately 10 minutes before initiation of bypass. There was no loss of patient blood as a result of the leak. The leak was minimal, approximately 3¿5 ml of blood. No unplanned blood transfusion was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the fusion oxygenator, there was an alleged product issue in which the product was leaking into the oxygen transfer area. The device was replaced. No patient complications have been reported as a result of this event.